Event description:
It was reported that after advancing the catheter through the introducer sheath, the balloon was inflated and appeared to separate from the catheter. The movement of the balloon from the catheter was observed on fluoroscopy. Diagnostic testing failed to locate the balloon. The pt was asymptomatic following this event and was discharged.